Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was incorrect. Reportedly, the customer did not change the time to account for daylight savings. Customer¿s blood glucose was not provided. Tandem technical support guided the customer through adjusting the pump time.